Event description:
During product evaluation, failure code 403:317 was found in the pump's event history. There was no pt injury or medical intervention necessary according to the hosp representative.